Manufacturer narrative:
(B)(4). Evaluation summary the results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The ultimum hemostasis introducer sheath IFU cautions the user to withdraw components slowly (withdraw the needle slowly from the dilator and withdraw the dilator slowly from the sheath) to minimize the vacuum created during withdrawal. All air should be aspirated slowly from the sheath using a syringe attached to one of the sideports of the three-way stopcock. Also the dilator, sheath, and catheter should be frequently flushed with saline to minimize the potential for air emboli. The ultimum hemostasis introducer sheath instruction for use (IFU) cautions that individual patient anatomy and physician technique may require procedural variations.

Event description:
The patient's patent ductus arteriosus was accessed from the aortic side and a 6-6mm amplatzer duct occluder 2 (adoii) was deployed and released. The adoii was found to be protruding into the aorta after release. To facilitate removal of the adoii using a snare, the 5f amplatzer torqvue 180 delivery system ((B)(4)) was exchanged for a 7f (B)(4) in the femoral artery. Through the larger sheath, the adoii was snared and removed without issue. It was reported that prior to removal of an ultimum 7f short femoral sheath, the vessel developed spasms and treatment included the administration of pharmacology agents to stop the spasms. As the ultimum 7f short sheath was removed, a rupture of the iliac artery reportedly occurred and emergency surgery was required. The patient expired secondary to bleeding complications during the hospital stay. The exact cause of death and patient co-morbidities are unknown. The relationship of sjm devices to the need for surgical intervention is unclear. Related MDR numbers: MDR-2015-19055 (7f amplatzer torqvue 180 delivery system), MDR-2015-20687 (pdaii occluder).